Manufacturer narrative:
Other applicable components are: product ID: 37746, serial#: (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported the therapy was turning off by itself. The patient had felt stimulation stop twice instantly. The first time was within a couple days of the report, and the second time it happened between (B)(6) 2017 and (B)(6) 2017. The patient didn't know the reason why it was turning off by itself. They had checked to make sure it was charged, which it was. They didn't let it run down low either. The patient provided conflicting information regarding the patient programmer. It was reported that the two times when they lost stimulation on (B)(6) and (B)(6), they stated they had used their programmer and saw a triangle with an exclamation point and a picture of the recharger antenna. It was reviewed that there is not a screen with just an antenna. The patient also stated the ins was off on the patient programmer but then stated they could not see anything on the programmer. Then the patient reported the programmer worked fine and they had the therapy screen but when they lost stimulation the programmer had a blank screen and it did not power up. Then they let the programmer sit awhile before pushing the button, at which point they saw the therapy screen and it was working normal. During the call it was confirmed the programmer was showing the therapy screen; they were seeing the lightning bolt, and showed the ins charge to be over half full and the recharger charge to be full. It was noted the patient had fallen about 4 days prior to the report and did not have any medical procedures performed. They were redirected to their doctor to inform the doctor of the fall and to have their implanted device checked. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient was going to see their healthcare provider (hcp) on (B)(6) 2017 and they were going to let the hcp know of their issue. It was stated the ins was not doing it anymore, but the patient was still going to let the hcp know. The black triangle still was going away and coming back. The patient said they thought the stimulation shut off from light the neighbor was shining toward the patient's trailer. When the spot light was on, it made the ins shut down two times. The patient repeated that the ins was not shutting off anymore and it only shut off when the light shines on it. The patient stated the caution black triangle comes up, and then the patient synchronizes and it goes away. The patient mentioned it comes back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was sitting and doing dishes when the neighbor was shining a spot light all over the trailer through the window. The patient stated that was when her device shut down. The patient stated she believes it was the magnetic from the light that was the cause. The patient stated this because her device was working fine before. The patient stated she went to the health care professional (hcp) and they went over the patient's device but they did not say anything. The patient stated that she will be going to see the hcp on (B)(6) but will move it up. The patient's programmer (pp) showed poor communication. The patient confirmed she did not have the antenna over implant when she pressed programmer button. It was reviewed that antenna has to be over implant before sync button is pressed. The patient noted that she attached pp antenna and stated that all of a sudden it sounded like a computer was shutting down. Patient described getting the sync button when she pressed the pp on button. It was reviewed that it was normal to get the sync screen when the patient turned the pp screen on. Patient noted she has never seen the sync screen before. Pss reviewed meaning of sync screen. Patient synced with implant and confirmed implant was on and was at 2.90v. The patient stated she went in to hcp and they told her that part was not right; the triangle. The patient states she looked in the book and that was when she noticed the triangle meant she needed to sync. No further patient symptoms or complications were reported in this event.